Manufacturer narrative:
Manufacturing site evaluation: samples received: (B)(6). There are no previous complaints of this code/batch. There are no units in OEM stock. All packs received are tight. Tested the needle attachment of the samples received and the results fulfil the requirements of the OEM. Needle attachment test results prior to release were within specification. While opening closed samples received, in some of them it was not possible to pull out each individual thread correctly, because threads became tangled during the extraction of suture. This only occurs if threads are pulled out one by one. If all sutures are pulled out at the same time, threads do not become tangled. This complaint is considered justified.

Event description:
Country of complaint: (B)(4). Thread detaches easily from needle. At removal of thread, it knots, rendering it unusable.